Event description:
A preloaded lens was used to replace the patient's current right eye lens. A cca0t0 21.0. The preloaded lens had been put in the loader incorrectly by the manufacturer so when the lens was injected it went into the patient's eye upside down. The surgeon then ended up cutting the cca0t0 lens in half in order to remove it and a zcb00 21.0 lens (not preloaded) was used. Manufacturer response for lens iol clareon w/autonome de, (brand not provided) (per site reporter). Waiting for their response.